Manufacturer narrative:
The reported product problem for leakage was confirmed. The leakage occurred due to a cut in the o-ring in the spiros. The probable cause for the cut in the o-ring due to a misalignment during the automated assembly at (B)(6).

Event description:
The event involved a customer report stating that the administration set leaked chemo when the patient went to the restroom. The medications involved were epirubicin and oxaliplatin.